Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had surgical intervention on (B)(6) 2026 where lead was replaced to address the issue.

Event description:
It was reported that patient had ineffective therapy. Diagnostics indicate high impedances were found. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.